Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the analyzer functioned as required when used with a known good programmer. It did not produce a low battery warning with the provided battery. When a battery with low voltage was installed in the analyzer the device did produce a low battery warning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing was being done through analyzer during a case and someone accidentally unplugged programmer, no backup pacing delivered. It was noted that supposedly there was not a low battery warning issued. The battery in the analyzer was replaced after the event. It was also reported there was normal use since the event, however have not had to rely upon backup battery since the event. The device was returned for repair. No patient complications were reported as a result of this event.